Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap was fractured at the uv glue zone. The glass cap, distal to location of fracture, was detached and not returned. The heat shrink tubing open end exhibited signs of abrasions and melting, additionally, the red octagonal sign was erased, the blue arrow indicator was partially erased and moderate contamination, likely biologic was observed. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the fiber tip was broken during usage. The issue occurred inside the patients body but there was no remnant inside the patients body. The procedure was completed by turp. There was no patient injury.